Manufacturer narrative:
Reported event: an event regarding loosening involving an unknown trident shell was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional, and dimensional inspections could not be performed as the device was not returned. Clinician review: insufficient information was provided to support a medical review. Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as device information, return of the device, pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Right hip. Pt. Presented with a loose acetabular shell (rep also noted there was a broken screw). Dr. Opted to revise the shell to a competitor revision construct, femoral stem was left in-situ. No complaints filed against the components themselves, no further info available.